Manufacturer narrative:
(B)(4). The device was manufactured between 03/07/2013 - 03/14/2013. The actual sample was not returned; therefore, an evaluation could not be conducted. A companion sample was returned and evaluated. Visual inspection, functional testing and weight tests were conducted on the companion sample with no issues found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap did not have adequate iodine. This was observed before patient use. The reporter stated that upon opening the package, she observed that the minicap sponges looked dry. She did not observe anything wrong with the minicap packaging. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Additional information: the problem was unable to be confirmed through evaluation of the companion samples. Should additional relevant information become available, a follow-up report will be submitted.